Event description:
It was reported that two leads were used during a patient's implant procedure. It was stated that the neurosurgery resident accidentally put a needle through the lead body and the surgeon did not feel comfortable using the lead after it was punctured. It was noted that the this was due to surgeon error and nothing was wrong with the lead itself. The lead was discarded. It was also noted that the surgeon and resident struggled for a while to wrap the electrodes on the nerve and eventually after much manipulation, the surgeon suspected that the resident damaged the lead. No additional relevant information has been received to date.